Manufacturer narrative:
(B)(4)

Event description:
The patient stated that they received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 1:50 p.m., a sample from the patient was tested in the laboratory with the dade innovin method and the result was 2.6 inr. At 1:50 p.m., a fingerstick sample from the patient was tested on the meter and the result was 3.4 inr. No adverse events were alleged to have occurred with the patient. The patient's warfarin dosage did not increase and the patient was not treated based on the meter result. The doctor's office used the 2.6 inr laboratory value for medical decisions. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is not anemic and does not have antiphospholipid antibodies. The patient is not taking heparin or direct thrombin inhibitors. The patient has had no new medications, no diet changes, and no illnesses. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 216748-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter and test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 43%, donor 2 hct: 37%. Testing results: donor #1: master lot: 2.2 inr, customer strip and meter: 2.2 inr. Donor #2: master lot: 2.9 inr, customer strip and meter: 2.9 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.